Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-05077 and 08305).

Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2009 and revision procedures on an unknown date in (B)(6) 2012 and on (B)(6) 2013 due to patient allegations of pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision in (B)(6) 2012 in (B)(6) due to an unknown reason. At that time all biomet components were removed and replaced with a competitor¿s (B)(4) components. The (B)(6) 2013 revision is not related to biomet components. Additional information received in patient¿s operative report revealed right hip revision was performed on (B)(6) 2012 due to pain, metallosis, pseudotumor, cysts, and loosening of the cup and stem.